Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/variable defibrillation coil impedances, as well as noise. The lead will continued to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.